Event description:
The mother of a male pt called lifecor customer support to report that after changing out the pt's garment, the pt was alarmed with the "add gel, replace belt" message. A review of the most recent pt download revealed "gel released - belt unusable" flags. Support requested the mother disconnect and reconnect the belt - the same message appeared. A replacement electrode belt was provided to the pt.

Manufacturer narrative:
Summary: device eval of electrode belt has been completed. The reported problem was confirmed. The cause of the "add gel, replace belt" messages was an open connection within ECG electrode node a. The cable section from the front therapy electrode to ECG node a was pulled through the strain clamp in ECG node a. One of the gel_fire wires from the front therapy electrode had been pulled away from its solder connection in the ECG node resulting in the open connection. The root cause of the open connection was excessive force on the cable. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.